Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: during investigation, there was no activity related to pi observed in pump histories. Battery indicator functioned properly during testing. A replace battery alarm was induced during testing; pump gave appropriate audio and visual ¿replace battery¿ alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the ¿battery indicator goes up and down but there are no replace battery alarms and low battery alarms in the history.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.